Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with sensor glucose around 245 mg/dl for approximately two hours after a routine meal while using a teflon infusion set and confirmed insulin delivery through visible drops from the tubing before resuming delivery. Symptoms included elevated glucose without acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included user-led troubleshooting of the infusion set and tubing with confirmation of flow, along with monitoring for glucose trend changes. Investigation of this case revealed that the cause remained unclear given confirmed insulin flow, recent site change, and postprandial context without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.